Manufacturer narrative:
Product event summary # (B)(6) 2015: patient reported that they were feeling stimulation in undesired location. Concomitant medical devices: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient reported that since (B)(6) of 2015 it felt like stimulation wouldn't shut off, even when it was shut off. Since that time it also felt like stimulation was in a different location, which was the wrong location, which also happened once before (B)(6) of 2014 which was considered a gradual change. There were no traumas or falls reported that could be related to this issue. The patient had a doctor's appointment scheduled for (B)(6) at 10:30 and wanted the manufacturer's representative (rep) to be there for programming adjustments.